Manufacturer narrative:
Zoll has received the li-ion battery (s/n:(B)(4)) for evaluation. Device evaluation anticipated but not yet begun. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the li-ion battery (s/n:(B)(4)) led showed full charged but when inserted into autopulse platform ,the platform performed only one compression then stopped. Another battery was replaced and the platform worked fine without any issues. No other information was provided.

Manufacturer narrative:
The li-ion battery (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection of the returned battery was performed and found no visible damage upon receipt. A review of the archive was performed and showed multiple faults error on the reported event date (B)(6) 2016;thus confirming the reported complaint. Further archive review revealed that the last time battery was successfully charged on (B)(6) 2016 which was the same date that the battery was last inserted into the autopulse. Functional testing was performed. The returned battery was inserted into the test autopulse platform and the platform did not turn on; thus confirming the reported complaint. Further testing, the battery was placed into a known good multi chemistry charger and red leds illuminated on the battery charger indicating that the battery charging failed. In summary, the customer's reported complaint was confirmed during archive review and functional test. The root cause was possibly due to a broken thermistor/thermocouple.